Manufacturer narrative:
Per the patient's surgeon, the device was explanted on (B) (6) 2010 and the patient was reimplanted with another device during the same surgery.

Manufacturer narrative:
(B) (4)(B) (4)

Event description:
Per the audiologist, patient never obtained good benefit from the device and has not been seen by the audiologist in more then 3 years. The patient may have hit their head, but can not be confirmed. Results of an integrity test done (B) (6) 2009 indicate no output from the device.

Event description:
The day after the successful implantation of a stent, the patient was found to have an asymptomatic "oozing" in the left temporal region and slight subarachnoid hemorrhage on an MRI scan. The physician took no actions in response to the "oozing" and felt that this was caused by the guidewire perforating the vessel. 3d- computed tomographicangiography taken four days post porcedure , did not reveal any "oozing". The patient was subsequently discharged from hospital with no residual effects.

Manufacturer narrative:
(B) (4).

Event description:
The patient reportedly experiences intermittent pain with her implant use. Programming changes were made, this did not resolve the issue. Testing showed that the patient's device is functioning. The patient's device was explanted. The patient was reimplanted with another advanced bionics cochlear implant.